Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the rutner suprapubic balloon catheter was placed percutaneously in the urinary bladder for a cystostomy. Approximately 7 days later, it was noticed that urine was not draining. Echographic examination confirmed that the catheter migrated, and the tip of the catheter was not placed inside the urinary bladder. The balloon was noted to be damaged when the physician removed the device. Another rutner suprapubic balloon catheter (unknown lot number) was placed instead. Aside from the additional procedure that was required to replace the device, there was no additional patient harm reported for this event.